Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; the device passed incoming tests.

Event description:
It was reported there was no pacing despite battery change. The external pulse generator was returned for service. There was no indication of patient involvement.